Event description:
It was reported that during a right sided implant attempt (patient had a very tortuous anatomy) the1st attempted right ventricular (rv) lead dislodged two times. During the third attempt to place the 1st lead, it was observed under fluoroscopy that the helix would not extend. The physician pulled the rv lead out and placed it on the table and observed it was firmly retracted back and unable to extend. The physician attempted to implant a second right ventricular (rv) lead. The helix would not extend/retract during the procedure. Once the 2nd lead was removed, it also would not extend or retract on the table as well. The physician used a third rv lead and was able to extend the helix and achieve good sensing and threshold. The lead was implanted. It was further noted that the representative believes the acute bend of the patients right sided anatomy caused the leads to bend, and the torque to not transfer down the leads in order to extend the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).